Manufacturer narrative:
(B)(4). Brand name unknown / not provided. Device product code unknown / not provided. Catalog, lot number unknown / not provided.

Event description:
Doctor indicated that an unknown biomet abutment screw fractured inside the implant and could not be removed. Doctor was unable to confirm abutment.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that information was previously submitted under the incorrect MFR. Please reference MFR 0002023141-2018-00825 for supplemental reporting of this event.